Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose was 7.2 mmol/l at the time of the incident. The customer stated that the display was blank currently. Customer did not receive insert battery alarm on the screen of the insulin pump. The display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing.